Manufacturer narrative:
(B)(4) proposed component code: mechanical (g04) - head d10: cat# 139254 lot# 055350 m2a-magnum 42-50mm tpr insrt-3 cat# 11-104210 lot# 901540 mlry-hd lat por fmrl 10x155mm g2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the device was explanted approximately 3 years and 8 months post-implantation due to pain presumed to be from metal on metal articulation. During the revision, there was no evidence of implant complications or definite source of the pain. A new cup, head, and liner were placed while the initial stem remained intact. No further complications were reported. Attempts have been made and no further information has been provided.